Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted

Event description:
This procedure was performed in (B)(6). Customer stated that after treatment of the first leg there was a tear noticed at the thermo element of the closurefast catheter, and the catheter could not reach the appropriate temperature. Another closurefast catheter was used to complete the procedure. The investigation examination on february 18, 2015, revealed that the outer sleeve bubbling of the coil was not exposed.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.